Event description:
It was reported that the patient's atrial rhythm was in the 140 pulse per minute range, and the device was pacing in the ventricle at the automatic mode switch base rate. The ventricular lead exhibited loss of sensing and capture. An x-ray revealed that the lead had dropped. An echocardiogram showed a significant pericardial effusion, and that the lead had perforated 2 cm past the myocardial wall. The patient expired on the way to the operating room.

Manufacturer narrative:
Na